Manufacturer narrative:
Both the new and used 011-mc33054 extension sets were pressure leak tested. No leakage was observed either internally or externally. The seals did not stick down during testing. The complaint of 011-mc33054 extension set seal stick down can be confirmed from the photos returned, however, the physical samples that were returned did not have any seals stuck down and were not representative of the samples shown in the photos. Subsequent leak testing of the returned samples did not reveal any seal stick downs or leakage. Though the seal stick downs can be confirmed from the photos provided a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9- product received date 11/15/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 9 cm (3.5") appx 0.15 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. It was reported that the cannula hub was leaking. It was stated that there was trouble flushing fluid and when the hub was inspected there was a small, locking valve to enable the attachment of the syringe to the connector. This was depressed at a 45 degree angle with no attachment in an open position. The user stated that this is abnormal for this connection type as it should lock flush with the end of the cannula and create a seal. There was an area of wetness to the bed, implying leaking from cannula hub. There have been other, similar cannula connectors leaking recently on the ward and we imagine this is due to a faulty batch, this has caused multiple re-cannulations for patients currently on the ward. Examination of the putative defective connector was performed using a stereo microscope, to detect any cracks, distortion or breakages on the connector and line. It was noted the locking valve was angled and distorted within the connector housing. The pre-pierced port of the putative defective connector was connected to a syringe filled with deionised water, however the syringe could not be depressed and would not allow the water to flow through the system. The syringe was removed from the device and at this point, the valve re-positioned itself straight. The filled syringe was re-attached and water flowed through the system, with no leaking noted. This process was repeated a number of times, with both deionised water and water with red dye added. The valve remained in the straight position and no leaking observed, within the external or internal connector housing. Two comparison sample were visually checked by the user and no valve distorted was noted. A syringe was attached to the connector and deionised water dispensed through the system a number of times, with no leaking or valve distortion was noted. There was patient involvement and no report of patient harm.